Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro handle fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The cannula handle was intact with no breakage of handle observed. The scope wash tubing and the c-ring was attached to the cannula through the retention rib. The c-ring was observed to be transected. There was blood observed on the c-ring. No other visual defects were observed. Based on the return condition of the device and the evaluation results, the reported complaint "break; handle breakage" was not confirmed, but confirmed for the analyzed failure "break, c-ring".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro handle fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.